Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was returned fully advanced through the introducer sheath. The distal end of the balloon was prolapsed over the distal tip. The balloon was examined under microscopic magnification and a longitudinal balloon rupture was present. The longitudinal balloon rupture measured 2.0cm in length. Frayed and loose fibers were present at the location of the rupture. A complete circumferential outer catheter break was noted at the proximal balloon glue joint. Stretching of the outer catheter was noted just proximal to the break, likely indicating that excessive force contributed to the break. The glue bullet was located just proximal to the proximal balloon glue joint and was still present on the polyimide. This will be considered an incidental finding, as the break at the proximal balloon glue joint combined with excessive force may have contributed to the balloon becoming lodged inside the catheter shaft. It is unknown whether the glue bullet was lodged within the shaft during the deflation attempts. The distal end of the sheath was examined under microscopic magnification. The edge of the sheath tip was noted to be flared, which indicates retraction issues. Functional/performance evaluation: no functional testing could be performed due to the poor sample condition. Medical records review: as medical records were not provided, a review could not be performed. X-ray: the balloon was examined via x-ray imaging prior to functional testing. The images show both marker bands present on the catheter. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a longitudinal balloon rupture, retraction problems, an outer catheter shaft break at the proximal balloon glue joint, and frayed balloon fibers based on the condition of the returned sample. The investigation is inconclusive for deflation issues, as functional testing could not be performed due to the poor sample condition. The root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention device evaluated by manufacturer. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly would not deflate after the first inflation in the cephalic arch. It was further reported that the balloon catheter was allegedly difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. There was no reported impact or consequence to the patient.